Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that, during an acl reconstruction, while inserting the biorci screw into the tibial bone tunnel, it broke. Fragments were removed from the patient using tweezers. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. The reported 9x25mm biorci screw, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Incorrect screw size to tunnel size. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 9x25mm biorci screw, used in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 2mm of the distal threads have been broken off and were not returned. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Incorrect screw size to tunnel size. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed for the reported device lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.